Event description:
It was reported that inappropriate episodes of non-sustained lead noise due to competitive atrial pacing and ventricular pacing causing the device to falsely determined noise. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.